Manufacturer narrative:
This is the same event as 3010536692-2015-00018. Report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to suspected metal hypersensitivity (right).